Event description:
A malfunction alarm was reported with code malf 12. Due to this issue, no specific information was provided regarding any impact on the customer¿s blood glucose level. However, it was confirmed that there was no adverse impact reported. The customer was assisted by technical support in resetting the pump, but the malfunction code reoccurred. As a result, technical support decided to replace the pump. The customer was informed about the replacement process and agreed to continue using the current pump until the new one arrived. Instructions for returning the faulty pump were provided, and shipping details were confirmed with the customer.